Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via palpation. The patient also underwent ultrasound examination which observed "stratification is seen with the formation of a ¿double lign sign¿, as an expression of rupture". The device has been explanted with a complete capsulectomy, however the device was intact upon explant. The excised capsule were sent for histological and immunohistochemical examination.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via palpation. The patient also underwent ultrasound examination which observed "stratification is seen with the formation of a ¿double lign sign¿, as an expression of rupture". The device has been explanted with a complete capsulectomy; however, the device was intact upon explant. The excised capsule were sent for histological and immunohistochemical examination.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events capsular contracture was received on june 12, 2024. With lot number 2340626. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via palpation. The patient also underwent ultrasound examination which observed "stratification is seen with the formation of a ¿double lign sign¿, as an expression of rupture". The device has been explanted with a complete capsulectomy, however the device was intact upon explant. The excised capsule were sent for histological and immunohistochemical examination.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/jun/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/jul/2024.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via palpation. The patient also underwent ultrasound examination which observed "stratification is seen with the formation of a ¿double lign sign¿, as an expression of rupture". The device has been explanted with a complete capsulectomy, however the device was intact upon explant. The excised capsule were sent for histological and immunohistochemical examination.